Event description:
Medtronic received information that prior to use of an autolog wash kit, it was reported that the customer found that the centrifugal bowl was damaged before using this product. Water leakage occurred. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the issue was detected before cleaning. The consumable was unpacked and there was no visible damage to the naked eye. The saline leaked out before use and it was not cleaned. The fill level was unknown, and saline overflowed when the centrifuge bowl rotated. No error warning message appeared.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.